Event description:
Same case as MFR report# 6000089-2006-00650. 16 months after implantation of taxus express2 drug eluting stents, the pt required a target vessel reintervention (tvr) consisting of coronary artery bypass graft (CABG) surgery. During the initial procedure, target lesions were located in the right posterior descending artery (r-pda) and the right atrioventricular branch (r-pav). The lesion in the r-pda was an ostial lesion with 90% occlusion, mild calcification and mild tortuosity. It was treated without pre-dialation with a 3x8 mm taxus express2 drug eluting stent. It was then post-dialated. The lesion in the r-pav was 90% occluded with mild calcification and mild tortuosity. It was treated without predialation with a 2.75 x 8mm taxus express2 stent. It was not post-dialated. Approx 16 months later, the pt required CABG surgery in the right coronary artery and the r-pda. The relationship to the taxus stent was reported as unk and there was no restenosis in the r-pda stent. The pt was discharged 11 days later.